Event description:
During the transfemoral tavr procedure, the 26mm sapien valve embolized into the ventricle and had to be explanted. Initially the coplanar view was fair, the right cusp was slightly (estimated 1-2 mm) lower than the other two cusp. Bav performed with the edwards 23 x 4 balloon. The delivery system/valve was the advanced and positioned, and rapid pacing initiated. Sbp was 50 mmhg and the valve was slightly aortic, so the primary operator gave the call for the inflation and then an extremely slow inflation ensued. They did a two-step inflation, flared the inflow side of the valve (a cone appearance) and called for a contrast injection. The valve was then pushed ventricular because it was 70:30 a/v and then they called for the full inflation. The secondary physician inflated the device very quickly and it popped ventricular. The balloon was deflated and pacing was stopped, the patient¿s blood pressure (bp) was 50/35 and pressors were administered. The valve was well below the annulus and was not secure in the lvot. The patient¿s bp normalized and a second valve was prepped. The team decided to use a 28 x 5 bav balloon to pull the first valve back up into the lvot/annulus, but was unsuccessful. The decision was then made to implant a second valve. Leaving the wire in place, a second 26mm sapien valve was deployed in a 60:40 a/v position within the annulus, which resulted in mild paravalvular leak. The patient was placed on cardiopulmonary bypass (cpb) and the first valve was crushed with forceps and removed from the apex. The surgical site was closed, the patient was weaned off of cpb and was ultimately discharged to the ICU in stable condition with a bp of 98/54. The patient was extubated later that afternoon and was transferred out of the ICU on pod1. The native annulus measured 24mm by tee, and the area was measured at 507mm² by CT. The native aortic valve was severely calcified, the sinus of valsalva (sov) measured 36mm, and the sinotubular junction (stj) measured 30mm. The image intensifier angle was reported as fair, the coaxial alignment of the delivery system and valve was poor, ventilation was held and there was no loss of pacing capture during valve deployment. The valve embolization was attributed to the long pacing run, two step inflation, rapid inflation after the valve was 25% deployed.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve embolization was attributed to procedural factors, i.e. Long pacing run, two step inflation, and rapid inflation after the valve was 25% deployed. In addition, fair image intensifier angle and poor coaxial alignment of the delivery system and valve could have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.